Event description:
It was reported that the device exhibited a constant force sensor error. There was no patient involvement, the event occurred during setting up.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed a 'force sensor bridge test' error. Functional testing was able to duplicate the reported problem. It was determined that the inoperable mainboard and plunger cable was the root cause. The main board and the plunger cable were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.